Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. The service technician observed no visible foam degradation. No error codes were found in the device log history.

Manufacturer narrative:
The manufacturer previously reported information due to a user of a dreamstation auto CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. The service technician observed no visible foam degradation. No error codes were found in the device log history. Update: manufacturer tab: section h: device problem code updated. Conclusion code updated.